Event description:
It was reported that a malfunction alarm occurred with the pump, identified by malfunction code malf 0. There was no reported impact on the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the caller with the process, and no further occurrences of the malfunction were reported after the reset. The customer continued to use the pump for insulin therapy.